Event description:
It was reported that four years, six months, and nine days post a port placement, the catheter was allegedly found to be fractured completely under computed tomography scan. It was further reported that the patient allegedly experienced pain. Reportedly, the fractured catheter tip, end point, was recovered by the radiology department. Evidently, a segment of the catheter allegedly moved within the patient's body towards the heart and removed with a snare. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one MRI powerport isp attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and function evaluations were performed on the returned sample. A complete compound break was noted to the distal end of the attached catheter that was elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven and the surface was noted to be granular in one region and round and smooth in the other region. Therefore, the investigation is confirmed for the reported fracture and material separation and the identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported migration issues as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years, six months, and nine days post a port placement, the catheter was allegedly found to be fractured completely under computed tomography scan. It was further reported that the patient allegedly experienced pain. Reportedly, the fractured catheter tip, end point, was recovered by the radiology department. Evidently, a segment of the catheter allegedly moved within the patient's body towards the heart and removed with a snare. The current status of the patient is unknown.